Event description:
Customer stated-nothing will come out when the trigger is used and it will freeze up at the back dial. No defects found. Tested ok. Ro 96404. 1216677-2021-00136 wallach ultra freeze 900076 (B)(4).

Manufacturer narrative:
Investigation x-review DHR x-inspect returned samples . Analysis and findings complaint (B)(4). *was the complaint confirmed? No . Distribution history: this complaint unit was manufactured at csi on 5/1/2020 under wo #260210 and shipped on 7/9/2020. Manufacturing record review: DHR 260210 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: this complaint condition is being attributed to end user error. *correction and/or corrective action the unit was evaluated, tested to specifications and returned to the customer. No further corrective action is necessary, as the complaint condition was not confirmed. No further training required. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Customer stated-nothing will come out when the trigger is used and it will freeze up at the back dial. No defects found. Tested ok. Ro (B)(4). Wallach ultra freeze 900076 e-complaint-(B)(4).